Event description:
Customer reported experiencing alarms intermittently. There was no adverse impact to the customer¿s blood glucose level noted in the report. The case was created for documentation purposes only, with no further action required, as the customer was not experiencing an active alarm at the time of reporting.